Event description:
The customer called for help with his contour ts meter. He performed control tests during the call and received a result of "lo." The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.